Event description:
After upgrading cic to version 4.0.8, customer noted if the browser is set to "integrated" and the "browser" button is depressed followed by depressing the "close" button, a red screen appears and the cic reboots. Investigation/conclusion: ge healthcare's investigation into the the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.